Event description:
It was reported that the patient was getting the 1703 error code on their programmer immediately turning it on. The patient was also not happy with their stimulation saying "it was better before the new battery." They got a new percept ins in february, and it also seemed to be running out soon as they only had an estimated 4 months left. Additional information from tech services indicated it was an oor error message, and could affect the longevity calculations that were taken at the time. The patient also had high impedances that >5k and could affect longevity. Additional information was received: it was reported that the cause of the high impedances and oor was that an electrode with high impedances was being used in stimulation settings. To resolve the issue they changed the settings and the electrode with the high impedances was no longer in use.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.